Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the light source exhibited the cooling fan motor was not functioning. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is most likely that the cooling fan does not rotate due to failure. Inspection results indicated that the product did not meet the product specifications, as the cooling fan was found to be faulty. This phenomenon was also confirmed during the pre-use inspection. Olympus will continue to monitor field performance for this device.